Event description:
It was reported that the patient went to the doctor and was diagnosed with a skin infection. The patient noticed the site was red, liquid was coming out of the site, and the cannula hole looked larger than usual. For treatment, the patient was prescribed an antibiotic cream. The pod was worn between 36 and 48 hours on the abdomen. The patient was discharged after 1.5 hours. The pod was discarded. The blood glucose levels were noted to be high, but no specific level was provided.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.